Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tsh patient sample result was obtained. A definitive root cause for the event could not be determined. The investigation is ongoing.

Event description:
The customer obtained a non-reproducible, higher than expected vitros tsh patient sample result (result = 8.56 miu/l) for a single patient while using a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer repeated the affected patient sample (repeat results = 1.58, 1.57 miu/l), and the repeat results were considered to be correct. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).